Event description:
It was reported that the bd ultrasafe x100l png clear spring was outside the cover. The following information was provided by the initial reporter: "spring is outside the cover." On may 21, 2025. Based on the complaint description it was concluded that the passive safety device was activated.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported that the bd ultrasafe x100l png clear spring was outside the cover. The following information was provided by the initial reporter: "spring is outside the cover." On may 21, 2025. Based on the complaint description it was concluded that the passive safety device was activated.